Event description:
The implant failed due to unknown reason. Fixture was placed at #21 and removed after 8 months. One stage surgery. Healing abutment load. Moderate oral hygiene. Good bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.